Event description:
The olympus representative reported on behalf of the customer that during preparation of an operating room case, the soltive premium superpulsed laser system was turned on, and the screen went black and a burning smell came out. The laser was turned off and the case was cancelled, and the procedure was not completed. There was no death, injury or infection as a result of the event. There was no patient or other person affected or involved in the event. Related patient identifier: (B)(6) (soltive premium superpulsed laser system).

Manufacturer narrative:
D10 concomitant medical device: soltive premium superpulsed laser system serial number (B)(6). The device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
Updated fields: h4, h6 and h10 correction to h8 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the probable cause of the screen turning off and burning smell can be attributed to a faulty power supply per investigation report. There was no fiber returned, a physical evaluation could not be performed. Olympus will continue to monitor field performance for this device.